Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, after the patient was separated from cardiopulmonary bypass (cpb), and planning for closing had commenced, bleeding remained substantial. While investigating for the source of the bleeding, it was determined that the pump was spinning freely within the apical cuff, as well as significant bleeding being noted around the pump. The patient was placed back on the cpb, and the pump and cuff were cleaned and reseated after a visual inspected yielded no abnormalities, but the pump continued to spin freely within the cuff, even though the locking mechanism was fully engaged. The pump continued to spin freely within a miniature cuff that was brought out to test the locking mechanism. As a result of this, the pump was exchanged, with the existing apical cuff and outflow graft in place. Upon exchange, new pump was able to lock into place, and bleeding decreased to an acceptable level. However, the right ventricle was said to be "stunned due to the long pump run", so the patient was placed on a centrimag right ventricular assist device (rvad) for right ventricular support. Afterwards, the patient was noted to not be moving their left side, due to a posterior right middle cerebral artery watershed territory perfusion deficit. The patient was later noted to be alert and moving all extremities, so the rvad was explanted and vasoactive meds were being weaned.